Event description:
The pt reported that she had problems with adhesions and pain. She had surgery performed at endogyn in another country, to remove the adhesions. The procedure was performed using a gasless laparoscopy technique with an abdominal wall retractor. The adhesions returned within 2 months of the surgery and after 6 months the adhesions became calcified. The pt claims that the surgery has damaged her internalorgans. She believes that the method of using the abdominal wall retractor with gasless laparoscopy is detrimental to the pt. She subsequently had additional surgery performed in the united states because of problems related to the surgery in another country.

Manufacturer narrative:
Confluent surgical was named as the MFR in medwatch report. The device named in the report is "abdominal wall retractor". Confluent surgical does not MFR, market, or distribute this device. When contacted by confluent, the reporter stated that the confluent product used in the surgery is spraygel. The "abdominal wall retractor", which is mfg by another co, was also used in the surgery. The event did not occur in the united states, it occurred in another country. Spraygel is not marketed or distributed in the united states. The reporter's complaint concerned the method of gasless laparoscopy and the use of the abdominal wall retractor, not the use of spraygel.